Event description:
On 2/23/10, during device evaluation by baxter, the channel c channel select button on a colleague cx triple channel volumetric infusion pump as found to be faulty. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The condition of the channel c channel select button was found to be faulty was confirmed. The reported condition was due to internal disconnection in the channel c keypad circuit board vertical interconnect access (vias). Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).